Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff of the device was not holding air and had an air leakage. More air has been added to the device but the issue did not change. The patient had a replacement of the tube.